Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed: unknown - "instrument catching inside of seal. No adverse event/patient harm reported. Event sample available but is contaminated. Please advise if the sample can be shipped direct from customer ((B)(6)) to applied medical. (B)(4). Cannot accept contaminated product." Type of intervention: "n/a." Patient status: "no adverse/patient harm reported."

Manufacturer narrative:
Distributor cannot accept contaminated product from customer. The incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. During the manufacturing process, all seals are thoroughly inspected for functionality and performance prior to packaging. Although the root cause of the experience could not be determined, applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.